Manufacturer narrative:
Concomitant medical products: 310c33 tissue valve, implant date: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device follow up gradually rising thresholds and no capture were noted on the right ventricular (rv) lead. Possible exit block was noted. The lead was capped and replaced with a his bundle placement. No patient complications have been reported as a result of this event.